Event description:
The customer reported that the device intermittently does not power on. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the device intermittently would not power on after performing a preventative maintenance (pm) service. It was reported that the power leds were present with the device plugged in; the power cord was fully seated, and the display was black and device was not cycling. The j1 on power management pcb showed a 24vdc for the orange/brown wires. The device cycles on battery power and powers on when the j1 was reconnected. The customer confirmed that the event log was deleted during pm, and could not verify if any error codes were present. The remote service engineer (rse) advised the customer to remove power management pcb and inspect the pins on the pcb and the connector inside device. The rse then recommended performing a run to see if any errors were duplicated. The rse also recommended replacing the power management pcb to correct the issue. The customer called back as the issue was still occurring. They were unable to power on the unit. The customer reported that the power management pcba was replaced, but the issue was not resolved. The customer claimed that when they replaced the user interface (ui) assembly from a known function device, the device operates as normal. When the customer reinstalled the original ui assembly and installed a new ribbon cable from the ui pcba to the power management pcba, the device was working for approximately 20 minutes, then the issue came back. When the ui assembly was swapped between two devices. The issue was transferred to the known functioning device. It was suspected that the ui assembly required replacement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The remote service engineer (rse) advised the customer to replace the user interface (ui) pcba. The rse proceeded by providing the part identification number. Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.